Event description:
The device overheated at the user facility. Additional information has been requested from the user facility.

Event description:
The device overheated at the user facility. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.